Event description:
Ous MDR: it was reported that 33 months after the implantation of the ICD, ventricular fibrillation was triggered during an attempt of an internal cardioversion, and the ICD could no longer be interrogated. The patient was then externally defibrillated.

Manufacturer narrative:
The returned ICD was visually inspected upon receipt, and no anomalies were seen. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The returned device data were checked. The check of the iegm from (B)(6) 2016 showed intermittent interference signals in the far-field channel. There were no other anomalies. In the next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability a result of a shock delivery into an external low-ohmic shock path. As a consequence of the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, twiddler syndrome, subclavian crush syndrome, or other damage to the lead insulation, which leads to a low-ohmic contact of the high-voltage conductors among each other or with the device. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The triggering of an electrical fuse then led to the separation of the electric module from the battery and subsequently to the clinical observation. This is not a device malfunction.